Event description:
The customer reported via phone call that they had cracks on the insulin pump. Customer also reported moisture in the display screen. It was found the insulin pump was exposed to water. The customer stated they did not drop the insulin pump. Customer's blood glucose was 92 mg/dl. The customer also reported scratches on their display screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip. No crack was noted on the display glass.